Manufacturer narrative:
Pt demographic unk. Per RMA, a new computer and monitor was sent to site for replacement. Suspect parts have not been returned to mnav for evaluation. No impact on pt outcome reported.

Event description:
Site reported, the fusion system locked up, the screen went black status, then it would come back online. Site reported they had to shut down the system and then turn it back on all while in the navigation mode. No impact on pt outcome reported.